Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be due to not following cleaning instructions. However, this cannot be confirmed. The DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: "chapter 7 ¿ maintenance and service: cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun® temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. External surfaces: clean the exterior body of the control module, fluid delivery lines, power cords and temperature cables using a soft cloth and mild detergent or disinfectant according to hospital protocol. Condenser: a dirty chiller condenser will significantly reduce the cooling capacity of the control module. To clean the condenser, wipe the dust from the exterior grill using a soft cloth. Depending on the quality of your institution¿s air, periodically remove the back cover and vacuum or brush the condenser fins. At a minimum the condenser fins should be cleaned annually. Maintenance activities should be performed by qualified personnel. Device inspection: periodically inspect the external areas of the device for damaged, loose or missing parts, and frayed or twisted power cords and cables. Discontinue using the device displaying one or more of the above conditions until the problem is corrected and has been verified to be operating correctly." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had temperature problem. Per sample evaluation summary update on 05sep20223. The arctic sun device sometimes did not cool enough. Chiller fan and air filter dusty were clogged. The artic sun device was due for 2000 hours preventive maintenance. Circulation and mixing pumps were weak. Old software present. Per follow up information received via email on 26sep2023, the device will be repaired by crs in the depot. Once done, paperwork will be uploaded to smx so you can see what was done to solve the problem. No patient involvement.

Event description:
It was reported that the arctic sun device had temperature problem. Per sample evaluation summary update on 05sep20223. The arctic sun device sometimes did not cool enough. Chiller fan and air filter dusty were clogged. The artic sun device was due for 2000 hours preventive maintenance. Circulation and mixing pumps were weak. Old software present.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.